Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative reports. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : m2a 38 shell catalog#: rd118868 lot#: 696750, custom femoral stem catalog#: pm154969 lot#: 297560. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised due to pain, adverse tissue reaction and metallosis approximately 14 years post-implantation. During revision surgery a brown fluid and sludge was noted around the implants. Bone loss on the femur to the lesser trochanter was also noted. The acetabular shell was noted to be well-fixed. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown m2a cup, lot #: unknown, item number: unknown, item name: unknown m2a head, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 14 years post-implantation due to elevated ion levels. Attempts have been made and no additional information is available at this time.